Event description:
The customer reported that the mts centrifuge drawer opened pre-maturely, ending testing prior to the preset time of 10 minutes.

Manufacturer narrative:
If the ten-minute centrifuge period is interrupted without the customer's knowledge, this may result in an incomplete centrifugation, which may lead to erroneous results. Testing was aborted preventing erroneous results from being reported. However, if the reported incident were to recur, and if the user did not follow product labeling, erroneous results could have been interpreted. Instrument malfunction was confirmed.